Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Evaluation: this complaint for a connection issue was confirmed in the lab. A batch review was performed and no issues were noted the manufacturing process and no deviations were found from standard procedure. A root cause was not identified due to insufficient information. Baxter has received similar reports and will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
A doctor contacted baxter to report being unable to tighten the transfer set with the titanium adapter. A leak was noted at the joint. No injury or medical intervention was reported.